Event description:
It was reported that a patient presented with failure to capture on the left ventricular (lv) lead due to having wide qrs. The physician elected to explant and replace the lv lead. The patient condition was stable.